Event description:
It was reported that prior to a coronary intervention, stent dislodgement occurred. As the balloon protector and stylet wire were removed from the 4.5x20mm liberte stent during prep and the stent dislodged from the balloon. The procedure was completed with another 4.5x20mm liberte stent. There was no contact with the patient. No complications were reported and the patients status is stable.

Manufacturer narrative:
Device evaluated by manufacturer - received was the detached stent in a plastic container. The delivery catheter was not returned for analysis. An examination of the detached stent identified that the stent appeared to be slightly compressed at one end. One possibility is that the stent protector was grasped too tightly during withdrawal and this resulted in the stent compression and the stent detaching from the balloon. No other issues were noted. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred prior to patient contact. (B)(4).